Manufacturer narrative:
(B)(4). Sample availability unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during day dwell 1 of 1. Per the initial report, the home patient (hp) stated that the patient extension line fell on the floor. Gts assisted the hp by asking what the display read; the hp stated day dwell 1 of 1. Gts asked the hp if he was connected, the hp stated no. Gts explained that the hp would have to start over with all new supplies. Gts assisted the hp with ending therapy and explained that the hp could start over with all new supplies. The hp stated that he will start over with all new supplies. No additional information was available.